Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device did not fire. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic liver resection, the device did not fire. The reload was replaced but the device still did not fire. When the handle was replaced, the device was able to fire the reloads. There was no patient injury.